Event description:
The customer states that the patient was admitted to the hospital with an initial diagnosis of sinus tachycardia. Timed serial sampling from the patient occurred at 0, 3, 12, 24, and 36 hours. Each draw generated an architect i2000 stat troponin-I assay result of between 17.0 and 19.0 ng/ml (the customer uses a reference range of 0.0 to 0.04 ng/ml). Each draw was also tested for ld, total ck and myoglobin and all generated values within the laboratory's normal reference ranges. A ckmb also generated normal results. A cardiac catheterization was performed with no abnormal findings. An echocardiogram showed no significant abnormalities and an initial EKG showed no ischemic changes. The patient experienced no chest pains during this time. The patient was discharged with a final diagnosis of a panic attack.

Manufacturer narrative:
This is an initial report. A final report will be issued at the conclusion of an investigation.